Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for undefined high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient¿s rv lead had a confirmed fracture. The rv lead was explanted and replaced.